Event description:
It was reported that during the procedure in the heavily calcified mid right coronary artery (rca), an unsuccessful attempt was made to advance a 2.5x15 otw xience v stent delivery system (sds). The device was removed from the anatomy and it was noted that the catheter tip was bent and a stent strut was flared. A new 2.5x15 otw xience v sds was advanced but could not cross due to the heavy calcification. The sds was withdrawn from the anatomy without reported resistance. The guide catheter was also removed from the anatomy because the physician wanted to exchange the guide catheter for stronger support due to the heavy calcification. At this time it was noted that the stent had dislodged from the sds balloon. Fluoroscopy revealed that the stent was in the proximal rca. A new 2.5x12 otw xience v sds was advanced to the mid rca and the stent was successfully deployed. A 3.0x23 otw xience v stent was deployed in the proximal rca crushing the dislodged stent to the vessel wall. The procedure was completed without adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.